Event description:
The customer reported that his wife treated his low blood glucose with a glucagon shot. The paramedics were called but they did not treat him. Troubleshooting was performed. The units left in the reservoir match to the units left in the screen. Ran a rewind, prime, displacement, and self tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.